Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device was smoking from the back. The issue occurred during reprocessing. There were no report of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d9, h2, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon review of complaint record (B)(4), it was noted field contact office email was inadvertently marked as (B)(6) instead of (B)(6). No change in MDR reportability decision. Additional assessment created to submit supplemental emdr with correction.

Event description:
No additional information received from customer.